Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The angulation was reduced. The nameplate was missing. The protector was damaged. The cleaning brush could not be inserted or removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, an olympus channel cleaning brush broke in the channel tube of the evis lucera gastrointestinal videoscope. The issue was detected during reprocessing. The scope was not used for a procedure after the brush broke inside the channel. The intended procedure was completed with another scope and the evis lucera elite video system center with no surgical delay. No patient injury reported. The brush head was fragile, and the long cleaning time led to fracture. No foreign matter came out of the scope during reprocessing. The customer was able to reprocess the scope correctly. During the evaluation of the device, it was noted the channel tube was clogged, and the foreign material inside could not be taken out due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the channel tube was clogged, and the foreign material inside could not be taken out due to insufficient or incorrect reprocessing noted at estimation. This complaint is related to patient identifier (B)(6) (channel cleaning brush, bw-20t).